Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During a scheduled procedure for the placement of an implantable catheter for chemotherapy with dr. [Redacted], when using the caprofyl suture 3.0 sh of ref cf122t, lot at6922, it is observed that the suture presents structural damage evidencing the presence of multiple cuts along the length of the strand. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional h11: caprofyl vio 27in usp3-0 s/a sh (cf122t): unknown caprofyl vio 27in usp3-0 s/a sh (cf122t) : lot/lot number: at6922 list the j&j products that were used during the case but did not contribute to the reported event. ## *** was there any harm to the reported patient or user? ## no *** was there a significant delay? ## no *** if available, please provide the product order number (po). ## product owned by the intra-hospital pharmacy of cruz verde opl of reina sofia clinic ***.